Manufacturer narrative:
H.6. Investigation summary: a mz1000 china sample was not available for investigation; furthermore, the lot number of the complaint sample was reported unknown. The feedback provided by the customer suggests leakage was detected from the maxzero device which was cracked. The customer also confirmed the connecting product was a jierui extension set. As part of the feedback the customer provided photographs of the affected sample; analysis of the photographs reveals the presence of a crack along the body of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance the damage observed in the complaint sample is likely to have occurred as a result of the component being subjected to an external force; the root cause of which could not be determined during the investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported while using bd maxzero¿ needle-free valve the product was damaged and leakage occurred. The following information was provided by the initial reporter, translated from chinese to english: mz was applied, connecting cvc and extension tube of injection pump (brand of extension tube is jierui), no syringe was used to push medicine, and the sealed tube was rinded with jierui pre-flushed tube syringe, which was found to leak after indwelling for 5 days. After receiving the complaint sample, the head nurse found cracks in the screw and the middle of the sample.